Manufacturer narrative:
Device evaluation: the product material was not received. Therefore, the sample evaluation could not be performed, the reported issue could not be verified. Manufacturing records review: complaint history review could not be performed since the lot number of complaint product is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge came off and went into the patient's eye. The surgeon was able to retrieve the piece out of the eye. The intraocular lens stayed in the eye with no issues. There was no injury to the patient and no medical intervention was required. No further information was available.